Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that the cassette stopped working during surgery. The issue could either be related to irrigation or aspiration. The device was replaced with a new one. No patient harm reported. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. The device history record (DHR) shows the product was released per specifications. The returned cassette was visually and functionally tested and the complaint was confirmed, the lack of solvent created a channel between the tubing and the housing that caused fluid leak from the housing. The root cause of the customer's complaint is insufficient solvent application at the location where the tubing is inserted into the cassette housing. (B)(4).